Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced skin flap breakdown at the magnet site. Subsequently on (B)(6) 2015, the internal magnet was explanted. The implanted device remains.